Event description:
The consumer stated that her tampon shredded upon insertion, leaving fibers behind in the applicator and on her hand. She also indicated that some tampons had strings stuck to the applicator causing them to be difficult to remove.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.